Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The information submitted reflects all relevant data received. If follow-up was required, efforts have been made to obtain additional information. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An attorney alleges an association between the patient's death and the implantable cardioverter defibrillator (ICD). The status of the device and leads is not known at this time. Additional information could not be requested.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
The device and leads were returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.